Event description:
Healthcare professional reported right capsular contracture baker grade iii and "cancer" (non device related). The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Cancer-ndr: not applicable as the event is not related to the device. Additional observations: deformation observed. Creases were observed.

Event description:
Healthcare provider reported a right side capsular contracture baker grade iii. Company representative also reported right side capsular contracture baker grade iii and "patient developed cancer" which is not device related. The device has been explanted.